Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2003. It was further reported that patient must undergo a revision procedure to remove and replace the acetabular liner to a constrained liner due to an unknown reason. There has been no revision procedure reported to date.